Event description:
Reporter stated the infusion device shut-down without providing an e2 battery empty error message. The infusion device provided a w2 battery low warning on (B)(6), and he did not change the battery. The infusion device shut-down on (B)(6) 2013. He changed the battery, and the infusion device provided an e8 power interrupt error during start- up. The infusion device was requested for evaluation. No physiological effects were reported.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. E8 power interrupt errors were found in the history. A power interrupt (e8) may occur if a new battery is inserted without putting the insulin pump into stop mode first or if the power supply of the insulin pump was shortly interrupted because of a mechanical impact. There is an interruption between the contact clasps and the battery contacts because of flat pressed contact clasps. By manually rotating the pump case, the pump restarts or switches off immediately. This damage occurs if the pump is dropped or receives another mechanical impact. The warning w2 (battery low) were found in the pump history.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.